Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the male luer slip adapter. Further visual inspection revealed no sign of solvent on the tubing or inside the adapter. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink catheter extension set separated from the male luer slip adapter when the tip protector was removed. This was noted during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.